Manufacturer narrative:
Product analysis (B)(4): brief description of complaint: plasmablade¿ 4.0 - failed biomed testing. The device failed to activate in the cut mode. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade¿ 4.0 ¿product number: ps200-040 ¿lot number: 0212045486 ¿expiration date: 03-oct-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned plasmablade¿ 4.0 device was received inside a (B)(6) shipper box not within a biohazard bags or any other bag with paper fill the negative space. ¿no original packaging was returned; therefore, the eeprom verification reader was utilized to obtain the device information which is listed as: ¿handpiece type: plasmablade¿ 4.0 ¿lot number: 0212045486 ¿the device information was confirmed against the information listed within gch from the information obtained via the eeprom verification reader. ¿there was a customs invoice provided ¿device visual inspection: ¿the device appears clean and used. ¿the electrode is bent and the glass electrode insulation coating is damaged, flaking, image # 1 and image # 2. ¿there are no visual signs that relate to the reported complaint description. ¿the device plug connector supplier is source one. Functional inspection: ¿both cut and coag buttons have a definitive tactile feel. ¿the device will be tested for functionality via test fire and electrical continuity. ¿the returned plasmablade¿ 4.0 device was connected to the complaint lab pulsar¿ I generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. ¿the device was activated twenty-five in succession on the coag mode, however, the device failed to activate upon depression of the cut button. ¿the device was tested for functionality for the coag mode, test fire, via activation in grounded saline, producing acceptable results. ¿a plasma field was present at the electrode and the sound and function of the generator were representatives of normal operation. ¿the device was tested for functionality via electrical continuity, which must be <(><<)>(><(><<)><(><<)>)> 5 ¿ (ohms) resistance per circuit from the electrode to the appropriate plug end. The button circuits must have continuity with a resistance of less than 10 ¿ (ohms). ¿finger force activation was used in place of the button activation weight, continuity fixture, for both the cut and coag buttons. ¿the device failed to meet the product specification requirements for the cut signal as evidenced by the (ol) open loop circuitry, producing unacceptable results, figure # 1, and table # 1. ¿the device was opened up; the wires were in their correct locations; electrical continuity was then, re-measured for the cut signal, essentially eliminating the yellow cut button pad from the testing, which produced acceptable results, confirming the device has electrical continuity, table # 2. ¿the yellow cut pad was unable to flex the dome switch enough to contact the cut button circuity on the pcb board when the device was assembled, however, when the electrical continuity was measured at the pcb board, eliminating the cut button pad from the testing, electrical continuity was established. ¿a loose connection between the device and the generator was observed during functional inspection as the plug cable did detach from the generator receptacle upon movement of the device cable. ¿via manipulation of the device cable within the receptacle there was an indication of intermittent device recognition by the generator as evidence by the display screen settings toggling between the illuminated and the non-illuminated settings; ¿device recognized - display settings illuminated ¿device not recognized - display settings non-illuminated ¿the pull force test, plug extraction force from the generator, was performed to determine if a loose connection exists between the device and the generator. ¿the plug extraction force from the pulsar¿ ii generator was measured for the tension peak force which must be within the acceptable range of (1.5 - 8.0 lbs.). ¿the plug extraction force failed to meet the product specification requirements, producing unacceptable results, as the result was below the acceptable tolerance limits, table # 2. Lhr review: a review of the lhr for lot # 0212045486 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the device failed to activate in the cut mode because the dome switch was unable to flex enough to contact the pcb board button circuitry which created a lack of continuity. Also, the device failed to meet the product specifications for the pull force test, which indicates a loose connection exists between the device and the generator which can cause intermittent functionality. This complaint will be tracked and trended within gch. Additionally, it was found that the electrode is bent and the glass electrode insulation coating has been compromised as it is peeling and flaking. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1368 rev. J - product specification and quality plan - plasmablade¿ 4.0 70-10-1444 rev. A - peak plasmablade¿ 4.0 - IFU 70-10-1433 rev. B - pulsar¿ generator operator¿s manual 61-10-0007 rev. N - device resistance testing 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # - eqp - name - manufacturer 681 - digital multimeter - extech 7321 - force gauge - force ten¿ - wagner instruments 6793 - pulsar¿ I - generator 7058 - eeprom bypass connector 7213 - eeprom verification reader. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine preventative maintenance testing the plasmablade device failed to produce rf energy when the cut function was pressed. During analysis of the device, it was found the insulation coating was compromised and was peeling and flaking. It is unknown if the coating was compromised during routine testing. There was no patient involvement, therefore patient information is not applicable.